Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had the pump for two cycles, with a good cycle in between. When the patient returned to have the pump removed on both dates, there was still a volume that needed to be instilled in the pump. However, there was also air in the line that had traveled beyond the sensor without triggering an alarm. Fortunately, the air did not reach the patient. The pump indicated 2.1 ml remaining. The continuous infusion rate was 125 ml/24 hr, the total reservoir volume was 240 ml, and the given volume was 237.90 ml. The air detector was off, the upstream sensor was off, the length of infusion was 46 hours, and the lock level was ll2. A closed system drug transfer device (cstd) was used to fill the cassette. The cstd manufacturer was on-guard. The pump was not used to prime the extension tubing; instead, the method used was through a syringe. The event occurred while in use with a patient at the patient¿s home, and the operator of the device was a health professional. The device is not available for evaluation/return. There was a patient involvement, and no patient harm/adverse event reported.